Manufacturer narrative:
A steris service technician arrived onsite and found the water supply to the processor to be turned off. The technician inspected the processor and found that the hose threaded onto the uv light outlet port was damaged. Upon further inspection the technician found that the uv power supply had sustained water damage due to the water leak. The technician repaired the processor, ran a diagnostic and processing cycle and confirmed the processor to be operating to specification. The system 1e was installed in 2011 and is not under steris service contract.

Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury.